Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient had the implant removed on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 15, 2022 indicated that the right side was ruptured, right side was removed and replaced with allergan saline round 68mp, size 270cc, pec major position, lateral capsulorrhaphy. Left breast saline removal(intact), mastopexy with central pedicle. The patient reported experiencing anxiety and breast implant illness. H6 health effect - clinical code e2402: generalized illnesses. Per correct codification, : removed the pc cutaneous contour deformity and the anisomastia code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast reconstruction primary with mentor smooth round moderate profile, 225cc saline on the left side, and mentor memorygel 500cc silicone prosthesis on the right side which the patient developed right-sided cutaneous contour deformity, anistomasia, and pain and left-sided skin reaction post operation. Patient reported that the right breast is sunken in and there is pain in the bone of the right breast and is sagging down and left breast is itchy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.